Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed and the customer reported a keypad anomaly and/or stuck button alarm. Buttons become responsive again after replacing the battery. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
Unit passed self test. Unit was successfully downloaded using thus software. On adapt, stuck key alarm (61) was recorded on (B)(6) 2024 08:49:01.000 and on (B)(6) 2024 08:54:28.000. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. No moisture or physical damage noted on electronic assemblies. P-cap locked in place properly during testing. The following cosmetic damages were noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, stained keypad overlay, cracked keypad overlay, pillowing keypad overlay, and scratched case in summary, customer's concern for keypad/button unresponsive/button error not confirmed. Unit functioned properly. However, stuck key alarm (61) was noted in download history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.